Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set broke off and part of it remained in the patient's leg. No adverse event reported. Return of the suspect device was requested for evaluation.